Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that (B)(6) 2021, a percutaneous intervention was performed on the subclavian, heavily calcified lesion. During inflation attempt, leaking was observed out of the hub and the balloon failed to inflate. Another device was successfully used in replacement. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided regarding this issue.

Manufacturer narrative:
Visual, functional and scanning electron microscopy analysis were performed on the returned device. The reported inflation issue and leak was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other complaints reported from this lot. Based on this evaluation, a potential product quality issue has been identified. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. Na.